Event description:
It was reported that the user disconnected from the pump to run an errand and administered a separate insulin injection, after which their blood glucose dropped and was corrected with oral carbohydrates. Symptoms included low blood glucose. Outcomes included resolution of hypoglycemia with self-treatment using oral glucose. Investigation included troubleshooting and education completed with the user. Investigation of this case revealed no device malfunction and no device component issue reported, with the event occurring in the context of off-pump insulin dosing. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.